Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13672. Related manufacturer reference number: 2938836-2019-13674. Related manufacturer reference number: 2938836-2019-13676. It was reported that the patient¿s pocket had not healed properly since the implant. The pocket was infected. The entire system was explanted to clear the infection. The patient was stable before, during, and after the procedure.